Event description:
The customer contact reported detachment of the friction fit flashback bulb; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified inducing agent. It was reported that approx 15 min into the surgical procedure, the pt "started to wake up." During pt assessment, the clinicians noted that the distal end of the flashback bulb had "separated" from the secure lock male adapter assembly of the tubing set. The IV solution leaked and an unspecified volume of blood was lost. The set-up was changed and the surgical procedure was completed. It wa reported there was a delay in the surgical procedure. There were no reported adverse pt sequelae. Though requested, no additional information was provided.